Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported very quiet speaker. The cause was determined to be a failed rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a very quiet speaker. There was no known patient injury or medical intervention associated with this event. No additional information is available.